Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4), implanted: (B)(6) 2003, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via device manufacturer regarding a patient receiving therapy via an implantable infusion pump. It was reported that an inflammatory mass was found. The patient experienced leg weakness and bowel and bladder changes. Surgery was performed to remove 1.6cm of the catheter and the freed catheter was left in place.